Event description:
It was reported that the patient was unable to adjust stimulation. The reporter stated seeing a ¿call your doctor¿ icon. It was stated that there was an out-of-regulation (oor) condition. It was further stated that the patient recently had a device replacement 2 week ago. When the healthcare provider (hcp) tried to increase voltage by 10% (to normal setting; normal for hcp to decrease amplitude 10% when changing out devices), an oor condition was seen. The patient reportedly had intermittent parasthesia on the left arm (did not last long) and swelling over the device (did not appear to be infected). It was noted that the patient would get a ¿shock¿ down the left arm when the device site was palpated. An impedance measurement showed a short on electrode pair 0 and 3 (33 ohms). The therapy setting was reported as follows: c+, 2-, therapy impedance 1,569 ohms, and 1.887 ma current. The hcp was to closely monitor the situation.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v351366, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v351366, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).